Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00164, 3005168196-2016-00166.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician inserted another manufacturer's angiographic catheter and a px slim delivery microcatheter (px slim) into the iia. While three pc400 coils were being advanced through the px slim, they all became stuck inside the introducer sheath after advancing about 5 centimeters and were unable to advance any further. The physician removed all three pc400 coils and successfully completed the procedure using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly mid-joint was pulled proximal to the introducer sheath friction lock, the introducer sheath was ovalized just proximal to the friction lock and kinked approximately 7.0 cm from the distal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed the pusher assembly mid-joint was pulled proximal to the introducer sheath friction lock for all three pc400 devices. The friction lock inner diameter is smaller than the rest of the introducer sheath. This allows the introducer sheath to properly seat on the pusher assembly. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the pc400. Further evaluation revealed the introducer sheaths for all three devices were damaged. This damage likely occurred due to forceful handling of the introducer sheaths during use. Furthermore, the damage observed on the introducer sheaths may have contributed to any resistance experienced by the physician during the procedure. The type of damage observed on the distal part of the second ruby coil introducer sheath typically occurs due to improper handling of a hemostasis valve. If a hemostasis valve is overtightened on the introducer sheath, the sheath may become kinked or ovalized. The non-penumbra catheter and px slim delivery microcatheter (px slim) mentioned in the complaint were not returned for evaluation. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.